Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The loading unit was pre fired. Staples were protruding from the staple cartridge. The anvil clamping mechanism was deformed. The right side of the tissue stop on the loading unit was bent. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Replication of the bowed anvil, and deformed anvil clamping feature may occur under the following conditions: application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. Damage to the anvil by any of the previously mentioned methods may cause the tissue stops to begin to flare outwards as the anvil deforms. Replication of the tissue stop deformation may occur when the tissue stop catches on the trocar during removal, or if an attempt is made to remove the device while in the articulated position. Any forceful effort to remove the loading unit will result in the tissue stop being peeled distally and prevent the loading unit from being removed from the trocar. The investigation detected a secondary condition of peeled tissue stop that has no relationship to the reported incident.should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: occurred during a sleeve gastrectomy procedure. Spare by industry defect when installing spare parts found out of spare parts and not used. There was no patient harm.